Manufacturer narrative:
The product has been requested back for an investigation. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving low readings from the adc device compared to a competitor brand meter. The customer indicated they experienced a seizure and loss of consciousness and was provided unspecified treatment from a non-healthcare professional and healthcare professional. No additional details were provided regarding this event. There was no report of death or permanent impairment associated with this event.